Event description:
Patient felt a pop and a gush of fluid from her urethra. Nurse found foley catheter mostly out of the urethra with a portion of the balloon missing. Urologist consulted and a cystoscopy was performed on (B)(6) 2015. Urologist requested that patient be seen at his clinic. On (B)(6) 2015, a fragment was removed in a different facility by urologist. The fragment was intact when removed and urologist confirmed that all the pieces of the foley were removed.